Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the pacemaker having slow rate response during interrogation. No intervention was performed. The patient was in stable condition and will continue to be monitored.

Manufacturer narrative:
Correction: h6 ¿ previous report should have mentioned interrogation problem